Event description:
Information was received from patient regarding an external device to an implantable pump infusing an unknown drug for non-malignant pain. It was reported that the patient stated when they tried to bolus, it was taking a long time and lagged at 90 percent. The agent reviewed information and assisted the patient with clearing the data. The patient was able to connect to the pump without issue. The patient will call back if further assistance is needed.

Manufacturer narrative:
Continuation of d10: product ID: hh90t02 (serial: (B)(6); product type: 2201-mobile platform; implant date: n/a; explant date: n/a. Section d references the main component of the system. Other medical products in use during the event include: product ID: hh90t02 (serial: (B)(6); product type: 2201-mobile platform; brand name: synchromed; product ID: a820 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.